Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right side. The 80% stenosed, 24mm in length, 5.0mm in diameter, de novo target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 4.50mmx15mm apex(tm) balloon catheter was advanced for pre-dilation. However, during the first inflation at 7 atmospheres, the balloon ruptured after being inflated for 3 seconds. The device was removed and no segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.